Event description:
The customer had been receiving questionable results for thyroxine (t4) and thyrotropin (tsh) intermittently for the last two days. The customer provided data for three patients with discrepant results reported outside the laboratory. The initial results were questioned by the physician and repeated on the same elecsys 2010 rack analyzer. The first patient's initial ths result was 0.029 uiu/ml accompanied by a data flag. The analyzer returned a result of "no value" for a t4 and t- up processed with the initial sample. The repeat result was 2.01 uiu/ml. The second patient's initial tsh result was 0.033 uiu/ml accompanied by a data flag. The repeat result was 0.939 uiu/ml. The second patient's initial t4 result was 0.782 ug/dl accompanied by a data flag. The repeat result was 5.75 ug/dl. The third patient's initial tsh result was 0.033 uiu/ml accompanied by a data flag. The repeat result was 1.20 uiu/ml. The third patient's initial t4 result was 0.808 ug/dl accompanied by a data flag. The repeat result was 8.47 ug/dl. The customer deemed the repeat results to be correct and they were issued as a corrected report. No patients were adversely affected by this event. The lot number for the t4 was 16138601 and the expiration date was 04/30/2012 the lot number for the tsh was 16279003 and the expiration date was 01/31/2012. The field service representative could not determine the cause of this event. He checked for leaks and proper rinsing, which were fine. Performance testing was done with passing results.

Manufacturer narrative:
A specific root cause could not be identified. The low values for the tsh assay could not be reproduced; a reagent related issue is not likely. No adverse event was reported.